Event description:
During a follow-up, there was an increased threshold capture and decreased r-wave sensing amplitude noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of high capture thresholds and low sensing were not confirmed. As received, a complete lead was returned in two pieces. The electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.